Event description:
The customer reported a generalized complaint of leaking from the luer connection of maxzero connectors after accessing and administering unspecified medication. It was noted the staff received some education about the intended and expected use of the product and this resolved the issue.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of leaking from the luer connection maxplus connectors after accessing and administering unspecified medication. Although requested, no additional information has been provided; there is no report of patient harm.